Event description:
It was reported that the heated wire got hot and burned through the plastic on the patient circuit with no audible alarm. The circuit was against a hospital gown and was covered by a thin sheet. Since the circuit was against the patient's thigh, it caused some redness and a blister from a small burn. The circuit continued to function.